Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's death was not thought to be device related.

Event description:
It was reported that on (B)(6) 2022 the patient passed away one day post left ventricular assist device (lvad) implant. The patient's left pupil was noted to deviate towards the right and the right eye was twitching at 02:30. A computed tomography (CT)/ CT angiography (cta) scan was done and a catastrophic multifocal embolic ischemic stroke was found. It was noted to be most severe in the left hemisphere and was already causing a mass effect and herniation abutting the left midbrain. Given the extent of the injury seen on the scan, it was decided that endovascular thrombectomy or hemicraniectomy would not be done as the bilateral anterior and posterior cerebral hemispheres had already sustained large volumes of permanent damage. The result of the injury would have included global aphasia, cortical blindness, quadriparesis, likely extensive sensory loss, and no meaningful executive or higher order cerebral function. Care was withdrawn and the lvad was turned off at 07:55. The patient had a history of cerebrovascular accident (cva) prior to lvad implant and left ventricle (lv) thrombus that had resolved. There was no clot in the lv during implant. There had been no recent changes in the patient's anticoagulation routine. It was noted that the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.